Event description:
It was reported that the customer had a lost sensor alarm on the insulin pump. The customer's blood glucose level was 160 mg/dl. The customer was assisted in reprograming the transmitter and advised that the transmitter did not communicate due to an incorrect ID. The customer updated the information in the insulin pump and was able to establish communication.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.